Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery recovered to 4 years after ventricular tachycardia (vt) ablation but had dropped to 11 months due to episodes with anti-tachycardia pacing (atp). Boston scientific technical services (ts) discussed that the device memory is full and discussed priorities for electrogram (egm) storage. Also, ts stated to consider ablation as it could free up memory with the patient triggered magnet reprogramming trick. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery recovered to 4 years after ventricular tachycardia (vt) ablation but had dropped to 11 months due to episodes with anti-tachycardia pacing (atp). Boston scientific technical services (ts) discussed that the device memory is full and discussed priorities for electrogram (egm) storage. Also, ts stated to consider ablation as it could free up memory with the patient triggered magnet reprogramming trick. This device remains in service. No adverse patient effects were reported.